Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle that there was two occurrences of the safety shield coming loose. There was no impact reported.

Manufacturer narrative:
H.6. Investigation summary: "material #: 368837; lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."